Event description:
As it was reported by the (B)(6) study registry, forty-eight hours post index procedure the patient had neurological event. The patient presented for a cas procedure with a past medical history of hyperlipidemia, renal insufficiency, diabetes mellitus, cad and hypertension. The target lesion was the ostium of the left internal carotid artery with moderate calcification, severe tortuosity and a 90% stenosis. A precise pro stent was implanted and an angioguard was used during the procedure. The procedure was completed without any injuries to the patient reported. Forty-eight hours post index procedure the patient had a sudden lethargy, shallow breathing, desaturation and bradycardia, then developed dysarthria, aphasia, bilateral upper and lower extremity weakness that lasted more than 24 hours. Minimal cognitive problem was the residual symptom. The patient's treatment was started with heparin for medical management and follow up with rehabilitation therapy. Patient had a CT scan and a MRI that revealed multiple areas of restricted diffusion involving the bilateral supratentorial regions compatible with acute stroke, likely embolic in origin. The patient was diagnosed with cerebro-vascular accident.

Manufacturer narrative:
Complaint conclusion: as it was reported by the (B)(6) study registry, forty-eight hours post index procedure the patient had neurological event. The patient presented for a cas procedure with a past medical history of hyperlipidemia, renal insufficiency, diabetes mellitus, cad and hypertension with high risk criteria of currently being on a list for major organ transplantation or is being evaluated for such and dialysis-dependent renal failure. The target lesion was the ostium of the left internal carotid artery with moderate calcification, severe tortuosity and a 90% stenosis. An angioguard was used during followed by deployment of a precise pro stent. The procedure was completed without any injuries to the patient reported. Forty-eight hours post index procedure the patient had a sudden lethargy, shallow breathing, oxygen desaturation, bradycardia and then developed dysarthria, aphasia, bilateral upper and lower extremity weakness that lasted more than 24 hours with residual symptom of minimal cognitive problem. Heparin was initiated with medical management and follow up with rehabilitation therapy. Patient CT scan and MRI that revealed multiple areas of restricted diffusion involving the bilateral supratentorial regions compatible with acute stroke, likely embolic in origin. The patient was diagnosed with a cerebrovascular accident. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15364970 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
As it was reported by the (B)(6) study registry, forty-eight hours post index procedure the patient had neurological event. The adjudication minutes received agree with the previous code of cva procedure related. They also mentioned that carotid duplex scan on (B)(6) 2012 showed irregular contour of the stent with 50 - 69% in-stent stenosis. The patient presented for a cas procedure with a past medical history of hyperlipidemia, renal insufficiency, diabetes mellitus, cad and hypertension with high risk criteria of currently being on a list for major organ transplantation or is being evaluated for such and dialysis-dependent renal failure. The target lesion was the ostium of the left internal carotid artery with moderate calcification, severe tortuousity and a 90% stenosis. An angioguard was used during followed by deployment of a precise pro stent. The procedure was completed without any injuries to the patient reported. Forty-eight hours post index procedure the patient had a sudden lethargy, shallow breathing, oxygen desaturation, bradycardia and then developed dysarthria, aphasia, bilateral upper and lower extremity weakness that lasted more than 24 hours with residual symptom of minimal cognitive problem. Heparin was initiated with medical management and follow up with rehabilitation therapy. Patient CT scan and MRI that revealed multiple areas of restricted diffusion involving the bilateral supratentorial regions compatible with acute stroke, likely embolic in origin. The patient was diagnosed with a cerebrovascular accident. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
Additional information: ((B)(6) 2012) addendum: carotid duplex scan on (B)(6) 2012 showed irregular contour of the stent with 50 - 69% in-stent stenosis. Additional medical history of tia and stroke was added.